Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -12.5 diopter was implanted into the patients right eye (od) on (B)(6) 2022 as an exchange lens to resolve excessive vault. After lens implantation the vault is good, but the patient has slight iris tids. This is due to intraoperative floppy iris syndrome. The reporter states that "the patient did not have this issue during the first surgery, it's possible some component of it is his anatomy." The lens remains implanted and no further intervention will be done. See MFR # 2023826-2022-00527 for initial lens.

Manufacturer narrative:
Date of event: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).